Manufacturer narrative:
(B)(6). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint ¿failure properly deploy¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to deploy properly. When the seal was deployed, the metal tether remained in the delivery tube. When the surgeon went to remove the tube, the seal came out of the aorta and was still attached to the delivery tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2015 08:49 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to deploy properly. When the seal was deployed, the metal tether remained in the delivery tube. When the surgeon went to remove the tube, the seal came out of the aorta and was still attached to the delivery tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.